Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device patient was sleeping woken up because he couldn't get air and smelled like something was burning and when patient checked the device see smoke coming out from the device and it is too hot to touch. Device is not functioning. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.